Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, d6b, g4, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "severe capsular contracture". Later healthcare professional capsular contracture baker grade iii. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "severe capsular contracture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.